Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a patient data (pd) alert. Technical services (ts) discussed the significance of the alert with the caller. Ts also discussed the next steps with the caller and the patient data to input. This s-ICD remains in service. No adverse patient effects were reported.